Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-24837 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6004101 have already been previously tested in the (B)(4) on 29/jan/2025. The reference samples were tested for flow. All test results were within specifications as per the test report. And additional tests for the reference samples were documented for the malfunction tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), under section 06.26 and the visual inspection was found within specifications. Device history record (DHR) review: the lot 6004101 was manufactured according to the work instruction (wi) version 25 manufactured in the line 2, on 07/nov/2023, with a total of (B)(4) units. During DHR reviewed be found a non-conformance (nc) 1779567- log 23-197 1 label of 10x leftover on autosoft 30. According to the nc the lot has been accepted. Failure is not related to this complaint. Therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, no maintenance events were recorded. Trending: a query was run in database on 04/feb/2025 against malfunction code and lot 6004101 and no other complaint has been registered in database for the same lot 6004101 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, nc raised is not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced cannula issues of with five infusion sets. The cannulas were kinked. The event occurred on 05-jun-2024. Infusion set was used for 2 days.patient noticed symptoms within 3 hours of insertion. The site insertion was the back. Patient regularly rotated site location. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.